Manufacturer narrative:
Health effect- impact code: f2303. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected 1ml of juvéderm® vollure¿ xc in nlf, marionette lines, infraorbital, and perioral areas. About 4 months later, patient started experience with an area of swelling at the superior medical orbital area, swelling began to move into right infraorbital area and then into the left infraorbital area. Lumps appeared in the marionette area next and then upper perioral and nlf area began to develop lumps. Patient was treated with keflex and prednisone. Later, patient was treated with hylenex total of 12 ccs over the month, doxycycline and prednisone. Syringe has been discarded. Symptoms are ongoing. A biopsy has not been conducted to confirm presence of granuloma.